Event description:
It was reported during a replacement procedure that the patient's right ventricular (rv) lead had high pacing thresholds and high impedance in the bipolar configuration. The unipolar configuration was programmed as pacing threshold and impedance were as expected in this configuration. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.